Event description:
Information was received that reported a pt was hospitalized in 2007, due to hyperglycemia. The reporter stated that the following day, at 7pm they did a site and set change. The next day, at 7am, the pt woke up throwing up, with ketones, and blood glucose 486mg/dl. Upon removal of the subcutaneous infusion set, they discovered the cannula was bent at a 90 angle. The pt was transported to the hospital where they were diagnosed with diabetic ketoacidosis. The reporter admitted that during recent set changes the cannula were found to have been kinked or bent a t the insertion site, the pt is described as a 70lb competitive gymnast who has "zero body fat". The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been retuned for evaluation.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.